Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 40 mg/dl. The customer is not low at the moment. The customer was advised to speak with their healthcare provider regarding the low blood glucose. The customer also reported that he had unexplained high blood glucose. The customer was advised the 2 high blood glucose rule. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare provider instruction. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.